Manufacturer narrative:
The replaced graphical use interface (gui) printed circuit board (pcb) was returned for further investigation. The reported malfunction could not be duplicated.

Event description:
A report received from the (B)(4) stated that an 840 ventilator experienced a loss of graphical user interface (gui) communication. There is no patient involvement reported.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphic user interface (gui) printed circuit board (pcb). The cse upgraded the software to the current revision. The unit passed all testing and operates within manufacturing specifications. (B)(4).